Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display. Unit received with detached end cap, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump came off had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.